Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that he passed out last night due to low blood glucose readings. The customer stated that the wife found him thrashing around in bed and was able to treat him. The customer was a little shaky and he drank about three glasses or orange juice. The customer stated that he has been on a diet and been losing weight. The customer's health care provider took him off lantus when he lost 7 pounds and lowered his insulin. No further assistance was required.